Event description:
It was reported to philips that a red "x" is being displayed on the right side of the screen. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center. The customer was advised to allow the mrx to run hourly and daily auto test for additional confirmation. The customer was informed that as long as the mrx passes operational check it is safe to return to service. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.